Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6b: explant date: procedure happened end of 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patients stimulator did not provide adequate pain relief. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained.